Event description:
It was reported the device reached the elective replacement indicator status earlier than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead, (B)(6) 2010; 4076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
The patient later reported "pain and suffering" due to the device replacement.

Manufacturer narrative:
Product event summary: performance data collected from the device was also received and analyzed. Device memory showed the battery indicator signifying that the time is approaching for device replacement. Weekly battery voltage trend data shows minimum battery voltage of 2.777 to 2.62 volts between (B)(6) 2013 and is just before the device reached recommended replacement time which is less than or equal to 2.62 volts. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.